Event description:
Major pump unit(s) involved: device thrombosis.additional text: pt having hemolysis and tia's.specific component(s) involved: other component malfunction, specify.additional text:other component: pt having hemolysis and tia's persisting.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : new lvad placed.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis. Other component(s) involved: other component malfunction, specify.